Manufacturer narrative:
Device passed the displacement test. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, broken belt clip slot, cracked case reservoir tube window corner and cracked reservoir tube window. No loose drive support disk anomaly noted. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump drive support cap was flush. Customer hospitalized for an issue with her colon and not her diabetes. Insulin pump had damaged. The insulin pump will be returned for analysis.